Event description:
It was reported that the patient had their device off for the longest time. When the patient went to turn the device up because they were having retention the patient felt vibration throughout the lower part of their body. It was reported that the patient felt like they were having a heart attack and the patient was still shaking. It was noted that the patient did not have a health care provider because there were no urologists in their state that would help them with their device implanted.

Manufacturer narrative:
Product ID 3889-28, lot# v514032, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).